Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported broken valve causes spontaneous blood return when removing end cap. No other information was provided.